Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the controller was overheating during use and while charging. The patient reported that they had dropped the controller "years ago" but it had continued to work until recently. Blood glucose levels were not impacted. The patient confirmed they had backup insulin delivery method on hand. Medical treatment was not required. The patient was provided a replacement controller.